Event description:
It was reported that the patient presented to the emergency room after the device alerted. A remote transmission found that the device alerted due to high pacing impedance on the right ventricular (rv) lead. Possible t-wave oversensing was noted on the right ventricular (rv) lead as well. The transmission also noted possible atrial lead oversensing and low p waves. It was determined that at a device replacement two days prior to the alert, the rv lead connector pin was not inserted all the way into the device header. A lead revision was performed to re-seat the rv lead. The atrial lead was determined to be functioning appropriately. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtba1d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014. Product ID: 694765, implantable tachy lead, implanted: (B)(6) 2010. (B)(4).